Event description:
The customer had experienced consistently high bg levels over the three days the pod was worn. When the device was first activated, his level was 276mg/dl; his bg's progressively rose higher until he received a reading greater than 600mg/dl. At this point, a manual insulin injection was administered; his levels lowered to 268mg/dl in response. He continued to wear the pod and his bg levels began to rise once again, to a high of 474mg/dl. The pod was removed and, upon inspection, he noticed "there was no cannula or needle." In addition, there was no "insulin leaking out of the pod." The device will be returned for eval.

Manufacturer narrative:
The pod was returned for eval and the needle un-deployed. The investigation confirmed that the needle mechanism had not fired due to a component being installed incorrectly. As a result of the needle mechanism failure, the cannula would not have deployed into the customer's skin. Based on investigation results, the pod had malfunctioned due to a manufacturing error and would have directly contributed to the customer's high bg levels. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted." If user guide instructions were properly followed, the user would have immediately noticed that the cannula had not deployed (which would have been visible through the viewing window) and would not have proceeded to wear the pod. The user guide also warns the user to "check the infusion site often to make sure the pod and soft cannula are securely applied and in place. If the cannula is not properly inserted, hyperglycemia may result". Insulet has initiated an internal investigation to identify the root cause of this failure mode and to minimize and prevent its recurrence. The investigation is in-process as of the date of this report. A review of lot qualification records revealed zero failures - the lot passed the acceptance criteria.